Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that drops of saline leaked from the patient's kvo line during use - where the needle punctures through the c45 membrane - and onto the floor. The patient had been receiving a 24-hour infusion of chemotherapy with a bd phaseal¿ injector luer lock n35 on the end of the tubing, which had been connected to the c45 at the "lowest part" on the kvo line. After the infusion, the tubing was clamped, and the injector disengaged from the connector for another 24-hour chemo to be hung when the leakage occurred. The following information was provided by the initial reporter: patient was receiving a 24hr chemo. The infusion had a n35 on the end of the chemo tubing which was connected onto a c45 on the patient's kvo line at the lowest port on the kvo line. When the infusion was done, the rn clamped tubing on the chemo line, and clamped the extension tubing on the huber needle, then the rn disengaged the injector from the connector and waited a few seconds before completely removing the injector from the connector. The rn left the connector on as she would be hanging another 24hr chemo infusion. While getting the next chemo ready, the patient was standing up and I was in the room the whole time for the disconnection. I looked down and drops of saline from the kvo line were leaking out from where the needle punctures through the membrane on the c45 onto the floor. The rn removed that c45 and placed a new c45 onto the kvo line.

Event description:
It was reported that drops of saline leaked from the patient's kvo line during use - where the needle punctures through the c45 membrane - and onto the floor. The patient had been receiving a 24-hour infusion of chemotherapy with a bd phaseal¿ injector luer lock n35 on the end of the tubing, which had been connected to the c45 at the "lowest part" on the kvo line. After the infusion, the tubing was clamped, and the injector disengaged from the connector for another 24-hour chemo to be hung when the leakage occurred. The following information was provided by the initial reporter: patient was receiving a 24hr chemo. The infusion had a n35 on the end of the chemo tubing which was connected onto a c45 on the patient's kvo line at the lowest port on the kvo line. When the infusion was done, the rn clamped tubing on the chemo line, and clamped the extension tubing on the huber needle, then the rn disengaged the injector from the connector and waited a few seconds before completely removing the injector from the connector. The rn left the connector on as she would be hanging another 24hr chemo infusion. While getting the next chemo ready, the patient was standing up and I was in the room the whole time for the disconnection. I looked down and drops of saline from the kvo line were leaking out from where the needle punctures through the membrane on the c45 onto the floor. The rn removed that c45 and placed a new c45 onto the kvo line.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1905102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Leakage testing was performed using the connector and a sample injector, no leaks were identified. Product is visually and functionally inspected throughout the manufacturing process to ensure the quality and functionality of the device. It is important to note that the performance of the sealing membrane is reduced after multiple perforations and extended activation time. Based on the available information we are not able to identity a root cause at his time. H3 other text: see h.10.